Event description:
The user facility reported that radifocus guidewire was used during an echo-guided drainage of the kidney. It was used in combination with a metal needle, which is contraindicated for use. When pulling the guidewire out, they felt resistance but pulled it harder. About 20 cm of the urethane peeled off and fell into the kidney. The patient will be treated surgically. Fragment were left in the patient. Patient was harmed, non-serious. The procedure outcome was not reported.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k923607,k926214. Device manufacturer date - unknown due to unknown lot number. The actual sample was received for evaluation, the main body, and a fragment. The core wire was exposed approximately 230 mm on the area from approximately 29 mm to 259 mm from the distal end. The length of the fragment was approximately 230 mm. Each end was referred to as end-a and end-b respectively. Magnifying inspection of the main body found peeling of the outer layer over half a circumference. The distal end of the peeled part (approximately 29 mm from the distal end) was in a steep-slope shape while the proximal end (approximately 259 mm from the distal end) was in a gentle-slope shape. Magnifying inspection of the fragment found groove on the fracture surface. End-a was rough while end-b was arc-shaped. Electron microscopic inspection of the main body found that the fracture surface of the outer layer was smooth. The distal end of the outer layer peeled area (approx. 29 mm from the distal end) was rough and seemed torn-off, while the proximal end (approximately 259 mm from the distal end) was arc-shaped. Electron microscopic inspection of the fragment found that the fracture surface was smooth. End-a was in a steep-slope shape and seemed to have been torn-off while end-b was in a gentle-slope shape. The outer diameter of the main body was measured at the undamaged section and confirmed to meet the control standard. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Simulation test: based on experience, it is known that the peeling of outer layer may occur when the guidewire is used in combination with a metal needle and peculiar damage can be observed as follows: peeling of outer layer over half a circumference, smooth fracture surface, the distal end of the peeled outer layer is in a steep-slope shape and seems torn-off, the proximal end of the peeled outer layer is arc-shaped and in a gentle-slope shape. These characteristics were similar to those observed on the actual sample. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the outer layer of the actual sample came into contact with the metal needle and peeled off approximately 230 mm in length (approximately 29 mm - 259 mm from the distal end) when the actual sample was manipulated in the removal direction. Since the shape of the outer-layer peeled area, end-a, and end-b matched to one another, it was conceivable that there was no missing portion in the outer layer. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).